Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user informed cabinet was not issuing items and displayed all items except skipped items have been dispensed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet failed to issue items and displayed an error message. A technical support specialist (tss) dialed into the station, had the customer log in to retry and confirmed the cabinet functioned normally without any issues. The tss confirmed that developers were working on a permanent fix to be deployed in the next update and the case was then closed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user informed cabinet was not issuing items and displayed all items except skipped items have been dispensed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.